Manufacturer narrative:
The marathon microcatheter was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. Related mdrs for this event: 2029214-2018-00769,2029214-2018-00770. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of anteriorvenous malformation (avm) that located in middle cerebral artery (mca) in m4 segment, this microcatheter ruptured 10cm before the tip during onyx injection and found some onyx leaking. The vessel was moderately tortuous. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The marathon total length was measured to be ~172.0cm (reference: 170.0cm), the useable length was measured to be ~166.0cm which is within specification (specification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~26.3cm which is within specification (25.0cm +2.0cm -1.0cm). Upon visual inspection, what appears to be dried residue (possibly contrast) was found with the marathon hub. No bends or kinks were found with the marathon catheter body. The marathon catheter body was found punctured at ~25.5cm and 22.0cm from the distal tip. No damages or irregularities were found with the marathon distal tip. No onyx residue was found with the marathon distal tip. An in-house mandrel was inserted into the marathon hub and became stuck at ~66.5cm. The in-house mandrel was then inserted into the marathon distal tip and became stuck at ~14.0cm. It appears the marathon is occluded with dried contrast. No evidence was found that the marathon was used with onyx. The mirage guidewire used in the event was not returned. The reason for the mirage guidewire not returning was not provided. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture with onyx¿ could not be confirmed. No evidence was found that the marathon was used with onyx. In addition, no ¿ruptures¿ were found with the marathon. The returned marathon was found punctured. Catheter puncture can occur if the catheter becomes kinked or prolapsed during insertion of the guidewire; however, the cause for the puncture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.